Manufacturer narrative:
Biomed reported to product monitoring that he replaced the generator console and the system is now functioning normally with no current issue to report. Biomed reported no issue with power to the collimator. No similar issue previously, although, biomed does most repair through a 3rd party service.

Event description:
On (B)(6): customer reports that system lost the ability to fluoro during an cysto and ureteroscopy procedure on a pt. Pt age and gender are not known. Physician completed procedure without fluoro and ordered x-ray after procedure to verify placement. No injuries to the pt were reported. Facility has back-up capabilities.